Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed followings; the printed circuit board was defective. There was a lot of dust inside the device. (B)(4)guessed that the image defect was caused by these two defects. The connector socket was worn. The endoscope did not come off the connector of the device. (B)(4) said that this defect causes image distortion and needs to be replaced. The usb terminal was dusty and the pip composite terminal was dirty with moisture. There was moisture on the base plate and power supply. There weren't two screws on the housing. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the event that endoscopic image did not appear was caused by the failure of components on printed circuit boards. This failure may have been caused by aged deterioration due to long-term use. And omsc also assumed that the dust in the device was caused by dusty environment or poor maintenance of device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image was not displayed. The device was used in combination with an olympus 180 series endoscope. There was no report of patient injury associated with this event.